Manufacturer narrative:
The manufacturing date and use before date could not be located in the manufacturing database as no serial number is currently known. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an issue. The lead remains in the patient but is indicated to be out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.